Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported multisystem organ failure, sepsis, and subsequent patient outcome could not be conclusively determined through this evaluation. As of 08mar2023, the hm3 lvas, serial number (B)(6) has not been returned to abbott for evaluation. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) and the hm3 patient handbook are currently available. Section 1 of this IFU lists death, sepsis, and various forms of organ failure/dysfunction as adverse events that may be associated with the use of the hm3 lvas. This IFU and the hm3 lvas patient handbook both outline care instructions for preventing infection. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient weight requested but not yet provided. Health effect - clinical code: 3621 multiple organ dysfunction syndrome. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to multisystem organ failure and sepsis.